Manufacturer narrative:
Concomitant medical product: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several shocks delivered by the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the right ventricular (rv) lead had small r-waves. The device and lead remain in use. No further patient complications have been reported as a result of this event.